Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and adjusted to the optimal voltage at the image processor pcb. The cpu pcb assembly was also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.